Event description:
It was reported that the patient experienced increased spasticity in her legs. The patient went to the emergency room (ER) to rule out withdrawal symptoms. X-rays were done. Migration/dislodgement at the catheter tip occurred. At the time of this report, the patient was to follow-up with the surgeon for a revision or replacement of the catheter. It was noted that the patient also had a possible kidney stone and was suffering from constipation. At the time of this report, the patient status was indicated to be ¿alive-no injury.¿ the device system was used to deliver lioresal. It was later reported that the patient experienced a severe increase in spasticity, lower extremity weakness and severe stiffness. A catheter replacement was planned, as the surgeon refused to do surgery until (B)(6) 2014. When asked if the patient had a kidney stone, it was noted that this was not fully investigated yet, but it was not related to the pump therapy. The previously reported constipation was likely not related to the pump therapy. An addition of oral baclofen was made, but the patient could not tolerate the oral baclofen. It was indicated that the patient had not recovered and the symptoms and/or issues were ongoing. This was the managing healthcare provider¿s (hcp) biggest concern secondary to the surgeon¿s delay in surgery.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was later reported that the patient¿s catheter was replaced on 2014-(B)(6). No further actions had been taken since the replacement and, as of 2014-08-04, the patient was receiving adequate therapy. No product would be returned to the manufacturer for analysis.